Event description:
Customer reported hospitalization. Customer reported via phone call that the blood glucose readings went up to 805 mg/dl. Customer also states that there is an absence of a no delivery alarm. Customer had an ulcer on their foot; therefore an ambulance brought a wheel chair for him. Customer was throwing up all night. The blood glucose readings were fluctuating.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a shifted and stained end cap sticker.